Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device has been discarded and will not be returned to edwards for evaluation. There has been no information to suggest a device malfunction or quality deficiency that may have caused or contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the mitral bioprosthesis was explanted at implant, and replaced with a smaller 25mm valve. Through follow-up, it was learned that the valve was explanted due to posterior ventricular disruption. Operative report indicates, "the valve was then seated, tied, and the atriotomy was closed again with a 3-0 prolene suture. The aortic cross clamp was removed, and the heart began to beat vigorously, but when we filled the heart for routine de-airing, the entire pericardial space filled with blood, and it was obvious that there was a posterior ventricular disruption...an area of disruption of the posterior ventricle in the center of the posterior leaflet was identified, but the entire posterior wall of the ventricle was fragile and attenuated...patched the posterior ventricular wall...a new mitral bioprosthesis 25mm was selected and inserted". The surgeon indicated that the reason for explanting the device is procedure related.